Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.